Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient's mother reported that dexcom and omnipod devices displayed normal egv while the customer began feeling unwell. A check revealed a glucose level of 360 mg/dl. The customer required emergency room (ER) treatment, where the diagnosis was hyperglycemia. He was treated with IV fluids, insulin, and compazine, and discharged after approximately 8¿10 hours. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.